Manufacturer narrative:
Follow-up #2: date of submission 10/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: on examination, the battery compartment was found to be cracked and there was moisture corrosion inside the battery compartment. The returned battery cap was able to secure to the pump. Leak testing revealed moisture leakage into the battery compartment due to the battery compartment crack. The pump attempted to be powered on but failed to power on. The pump cover was removed for investigation and revealed further moisture contamination on the printed circuit board. The complaint was confirmed and duplicated due to moisture corrosion.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. There was reportedly moisture in the battery compartment which was noted to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up #1 submitted 9/20/2016: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2016, not (B)(4) 2016 as previously reported.